Event description:
It was further reported that target lesion 1 was located in the distal rca with 100% stenosis and was 28mm long with a reference vessel diameter fo 2.7mm. Target lesion 1 was treated with predialation and overlapping 2.5x24mm and 2.75x 8mm taxus express2 8.8% drug eluting stents, reducing the stenosis to 0% following post-dialation. The patient was discharged the next day on aspirin and plavix therapyl. 284 days later the patient was admitted with progressive exertional chest pain radiating to his arms and left neck, and associated with shortness of breath, nausea, and diaphoresis. Serial cardiac enzymes were within normal limits, ECG showed no significant changes. The patient was treated with IV heparin, nitroglyhcerin, and integrilin, and referred for cardiac catheterization. Coronary angiography the next day revealded. Lmca normal, lad 100% stenosis, lcx normal, rca 70% in-stent restenosis of previously placed distal stent, 80% ostial stenosis, 70% mid stenosis lima to lad normal, svg to rpl normal, in-stent restenosis of the distal rca was treated with balloon angioplasty, reducing the stenosis to 0%. The mid rca was treated with balloon angioplasty and placement of a 3.0x32mm taxus stent, with 0% residual stenosis. The ostial rca was also treated with balloon angioplasty and placement of a 3.5x20mm taxus stent, with 0% residual stenosis. The patient was discharged the next day on continued aspirin and plavix therapy. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable.

Event description:
Clinical study same case as 6000093-2005-00697. Same pt as 6000093-2005-00699, 6000093-2005-00700. 284 days after a conronary artery drug eluting stenting procedure the pt experienced a target vessel intervention. The target lesion being treated in the index procedure was a 2.7 mm, 100% stenosed distal right coronary artery (dist rca). The physician treated the target lesion with predilation and successfully placing a taxus express2 8.8% 2.75x8mm and a 2.50x24mm drug eluting stent with a 2mm overlap in the target lesion without complication. At the 1 year follow-up assessment, it was reported that 284 days after the procedure, the pt experienced a target vessel reintervention of the dist rca with balloon angioplasty for distal edge stenosis. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable and there was a restenosis of the taxus stent.